Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed pump error 38. Customer's blood glucose value was 139 mg/dl. Customer was not able to rewind the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Pump error alarm during rewind due to corroded motor home switch. Unit was received with cracked retainer, minor scratched display window and scratched case.